Event description:
Glove tore during patient care. Nurse was exposed to (B)(6). Initial treatment was counseling and baseline testing for (B)(6). She will undergo additional testing for (B)(6) at 3, 6, and 12 months. She currently is doing well.

Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done. The received samples passed the tensile strength test. This appears to be an isolated incident. We will continue to monitor for complaints of this nature.